Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer's parent stated that the customer was treated but did not specify how. Customer's blood glucose value was unknown at the time of the call. There was no indication of troubleshooting for the high reading. The product will not be returned for analysis.